Event description:
It was reported that the patient passed away due to ventricular fibrillation on (B)(6) 2021. The death was not considered to be device or therapy related. An autopsy was not performed, and the device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the patient's outcome could not be conclusively established through this evaluation. No autopsy was performed. The device was not explanted and was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists cardiac arrhythmia and death as adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.